Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Cuts on back on gums near molars [gingival injury]. Bleeding - mouth [mouth haemorrhage]. Pain - mouth [oral pain]. Brushes broke / bristles fell out / metal piece fell out of the head unit [device breakage]. Consumer contacted via phone and stated that the brushes broke inside her son's mouth when he was using them. No serious injury was reported. Follow-up: the bristles and a little square metal piece fell out of the head unit.